Manufacturer narrative:
Follow up #1: 09/10/2015. Device evaluation: the pump has been returned to animas and evaluated on 08/20/2015 with the following findings: the battery compartment was cracked above the bumper pad. Corrosion was observed inside the battery compartment. A leak test verified that there was a leak in the battery compartment. The pump was opened and no further evidence of moisture damage was found.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was stripped and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.